Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that due to aligner wear they have an alignment problem with their bite. The had to have a tooth removed due to the trauma to their teeth because of their treatment plan. Patient has stopped wearing aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.